Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU). However, while inserting the sgc, resistance was encountered. The sgc was removed and a 24fr dilator was inserted to dilate the vessel. The sgc was reinserted, and after the sgc reached the left atrium (la), the dilator and guidewire were removed. However, cellular tissue was observed on the tip of the sgc. It was noted that there was a possibility that tissue was caught during sgc insertion. The sgc was removed from the patient. While outside the patient, the sgc was inspected, and it was observed that the soft tip was frayed. Therefore, the sgc was replaced. A new sgc was inserted, and the procedure was continued. Two clips were implanted, reducing mr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficult insertion and torn soft tip. However, the soft tip was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult insertion and observed deformed soft tip (reported torn soft tip) appear to be related to procedural conditions (insufficient dilation). The reported tissue injury appears to be a cascading event of the difficult insertion. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.